Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to rectify the issue using different wall adapters and charging cables were unsuccessful. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.